Manufacturer narrative:
Unit was received with a critical pump error (open book image) alarm due to moisture damage electronic assembly. Unable to perform displacement and rewind due to critical pump error alarm. P-cap / reservoir locks properly into place. Unit received with cracked case (battery tube), cracked case-corner of belt clip rails, cracked battery tube threads and label damage. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had cracked battery compartment. Customer stated she dropped her insulin pump and it had damaged. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis